Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. There is no indication of harm. An investigation has been initiated and is ongoing. A supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. There is no indication of harm. According to the customer, the alleged sample initially generated a positive sars-cov-2 result but was negative when repeated on a different platform. It is currently unknown if erroneous results were reported to the patient and/or medical personnel treating the patient. Although requested, the data for the sample run has not been provided. An investigation has been initiated and is ongoing.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion to 2243471-2021-02928. A customer from denmark alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. There is no indication of harm. According to the customer, the alleged sample initially generated a positive sars-cov-2 result but was negative when repeated on a different platform. It is currently unknown if erroneous results were reported to the patient and/or medical personnel treating the patient. Although requested, the data for the sample run could not be located and was not provided. Without the run data or any additional information, no further investigation could be performed. Although unknown, it is possible the alleged discrepant result could be a result of sample specific or workflow issues such as inappropriate sample media composition or volume, inadequate or inappropriate sample collection, storage, and transport, insufficient volume sample and/or laboratory contamination. There is no evidence of a product problem based on the limited information. (B)(4).